Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a proglide after a percutaneous vertebral artery stenting procedure with an 8f sheath. Reportedly, when the plunger was removed, no suture was seen. Manual compression was applied for hemostasis. A compression band was placed for 24 hours as a precautionary measure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.